Event description:
It was reported that the clinicians have noticed when opening trays they "were all messed up" and vials of lidocaine were broken in kits. Even kits where the vials were not broken they noticed the kits were disheveled. The hospital orders kits directly from us and stores them in the anesthesia work room. The kits that are stored in the procedure room are in a bin hung on the wall and they are stored standing up, not sitting flat on a shelf. The technician stated there is no visible damage to the outside of the kits or the outside of the shipping carton. This has been an ongoing issue from the end of july to the beginning of september. There have been no delays in treatment, no patient death and no patient complications were reported. Patient received a successful block.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.